Event description:
Surgeon was trialing the gia stapler while performing a right hemicolectomy. Stapler was advanced into the enterotomy. Upon removal of the stapler from the colon, a tear was noted on the bowel. Stapler was examined and it had a small piece of plastic protruding at the tip of the device where the plastic meets metal. A small piece of plastic that had broken off of the protruding tip and was recovered. Due to the tear in the bowel, they removed a small part of the colon to correct the tear, which was included in the original specimen. The device representative was present during the entire case and event.manufacturer response for stapler, surgical, dst series gia: device representative was going to take back the information regarding the event and device identification numbers to the quality department of his company.